Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use,the patient was drowsy, irritable, dyspnea under non-invasive ventilator-assisted ventilation, (fio2 60%) fingertip blood oxygen 88%, bp 95/57mmhg (maintained by high-dose hypertensive drugs), cvp 8.9cmh20. Considering heart-induced shock and heart failure, a trans-nasal endotracheal intubation was performed at the bedside at 13:10 on 2020-06-30, and a no. 7 catheter was used. When it entered 28cm, the patient was connected with ventilator assisted ventilation, the patient¿s fingertip blood oxygen could rise, fio2 100% fingertip blood oxygen increased to 98%. At 13:30, the blood oxygen of the patient dropped to 75%, and the patient had difficulty in breathing. Considering the balloon of the endotracheal tube leaking, the endotracheal tube was removed immediately and re-implanted the endotracheal tube. The fingertip blood oxygen increased to 99%, breathing was smooth underdrug sedation. Re-intubation required.